Event description:
It was reported the video system center's halogen lamp is worn out and does not light. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): b5, h4 and h6. The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found no reportable findings. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: the following description was confirmed in the package insert of otv-si. The service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)). The number of years is the number of years when proper use such as pre-use inspections and periodic inspections shown in this package insert and "instructions for use" are performed within the durable period, and when repair or overhaul is required according to the inspection results. Olympus will continue to monitor the field performance of this device.

Event description:
The issue was observed during preparation for use for an unspecified therapeutic procedure. The lamp bulb was replaced and the procedure was completed, no delay reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following description was confirmed in the package insert of otv-si. The service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)). The number of years is the number of years when proper use such as pre-use inspections and periodic inspections shown in this package insert and "instructions for use" are performed within the durable period, and when repair or overhaul is required according to the inspection results. Olympus will continue to monitor field performance for this device.